Manufacturer narrative:
Block b3: exact date unknown, event occurred from the last 12 months the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging and not getting relief from the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was disposed.